Event description:
A customer reported that a system shut down intermittently before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The host module was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on september 23, 2003. Based on qa assessment, the product met specifications at the time of release. A host module was received for evaluation. A visual assessment of the returned host module did not reveal any non-conformity. The returned host module was installed on a calibrated infiniti system. The system was turned on and allowed to boot. The system successfully booted. The returned host module was exercised by a 2 hours burn-in. The returned host module passed test and no system shut down occurred during test. No additional test was performed. The returned host module functioned normally. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).